Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, an alcon qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, noticed that the haptic was bent/crimped/distorted/twisted. The procedure was completed on same day. Additional information has been requested.

Manufacturer narrative:
Corrected information was provided in a.1., a.2., h.6 and h.11. FDA evaluation code of c13 should not have been reported on smdr submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in b.5. And h.6. Correction: on initial MDR the patient code should .have been e2403 instead of e2401 and health impact should have been f27 instead of f24 additional information was provided in d.9., h.3., h.6. And h.11. The device with the lens was returned loose in a bag. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was in contact with the optic trailing edge. The lens was advanced to mid-nozzle. The trailing haptic was folded accurately into the optic fold. The leading haptic was misfolded, twisted inside the optic fold. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was indicated. This is not an approved position for advancement. The root cause may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Haptic folding may be influenced by an intermittent plunger rate or if the operating room temperature is too high (> 23°c / 73° f). If the operating room temperature is too high lens folding consistency is negatively affected as the lens more adherent. This may inhibit lens advancement or contribute to incorrect haptic folding. The customer responded that the issue was observed "upon opening"; however, the condition of the returned sample shows that the lens was advanced to mid-nozzle. Due to the presence of surgical solution and the observed advancement of the lens inside the device, we are unable to verify that haptic mispositioning was present when opened. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the haptic was bent/crimped/distorted/twisted upon opening and there was no patient contact and no impact to the patient.